Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with connecting their sensor. The customer states they removed their sensor to change it, and now it is not connecting to the pump. The customer's blood glucose level was over 500mg/dl. The customer was assisted with connecting a new sensor. No further assistance needed at this time.